Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. B5 describe event or problem updated with new information obtained.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure a farawave was selected for use. After the procedure was completed, it was noticed that the patient's blood pressured dropped. The physician checked the intracardiac echocardiography (ice) and noticed a pericardial effusion. The patient was taken to the operation room to perform a pericardial window. The patient recovered successfully from the event. It was further reported that no issues were found moving the guidewire during the procedure. Effusion was discovered post-procedure and the pericardiocentesis solved the issue. Patient had recovered and was discharged successfully.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure a farawave was selected for use. After the procedure was completed, it was noticed that the patient's blood pressured dropped. The physician checked the intracardiac echocardiography (ice) and noticed a pericardial effusion. The patient was taken to the operation room to perform a pericardial window. The patient recovered successfully from the event.